Manufacturer narrative:
Device passed the displacement test but a33 alarm during prime the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. No charge/battery lasts less than expected anomaly noted. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirt out when priming. Customer¿s blood glucose was unknown. Customer has to change batteries once in a week, insulin pump had some minor scratches or haze on screen. Insulin pump will not be returned for analysis.